Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo, o2 while in patient use. There was no report of harm or injury. During the evaluation of the device at the manufacturer's service center, the customers complaint of "service required" was not duplicated during an operational check. An error code indicating "battery_not_charging_fault" was recorded in the event log and that it was a malfunction regarding charging of the internal battery therefore the internal battery was replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).